Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier is (B)(6). Patient weight was not provided by the reporter. Additional device product codes are gfa, gff and hsz. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during an open reduction internal fixation of the 5th metacarpal the drill bit broke. The fragment was removed from the patient without complication. There was no report of surgical delay. This report is 1 of 1 for (B)(4).